Event description:
It was reported that the patient expired due to acute cardiopulmonary arrest. There is no known allegation from a health professional that suggests the death was related to the device.